Event description:
It was reported that during preparation for a procedure, it was noticed by the physician that the console had lack of power. Also, the debris shield was changed twice in 10 days. No further information about the patient and procedure outcome are available.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the debris shield was damaged and the focusing lens needed to be cleaned. After the debris shield was replaced, the problem was resolved, thus confirming the reported event. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of low power is defined in the risk documentation. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, it was noticed by the physician that the console had lack of power. Also, the debris shield was changed twice in 10 days. No further information about the patient and procedure outcome are available.